Event description:
It was reported that when the physician was using the subject guidewire, the tip of the subject guidewire adhered to the intima of the blood vessel. After withdrawing the guidewire out of the body, the physician found that the guidewire was attached with intimal tissue. No additional information available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "during an aneurysm interventional procedure, when the physician was using a subject guidewire (a 3-meter exchange guidewire), the tip of the guidewire adhered to the intima of the blood vessel. After withdrawing the guidewire out of the body, the physician found that the guidewire was attached with intimal tissue". There was an adverse event that reported "guidewire was attached with intimal tissue." It was reported that the tip of the guidewire went into the distal of the vessel. No impact reported to the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported device difficulty engaging target vessel and unexpected movement of device. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient vessel perforation¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that when the physician was using the subject guidewire, the tip of the subject guidewire adhered to the intima of the blood vessel. After withdrawing the guidewire out of the body, the physician found that the guidewire was attached with intimal tissue. No additional information available.